Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device 2d camera system was not working properly and an e226 error was found. There were no reports of patient harm.

Event description:
It was reported that the subject device 2d camera system was not working properly and an e226 error was found. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure 'e216 and e226 error' was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple cuts on the cable and coupler rust. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction reported by customer is due to communication failure caused by a cable malfunction. Based on the results of the investigation, a definitive root cause could not be established for the malfunctions identified during evaluation. Olympus will continue to monitor field performance for this device.